Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed, and it was noted that there was a pin hole like cut in the tubing. The kind of cut observed does not correspond an issued generated during the manufacturing process. During pressure test a leak was observed through the affected section. A closer inspection was performed to the blue slide clamp and no sharp edges was observed, the component was challenged through the tubing by closing it and opening it to see if anything else may cut the tubing, no issues were noted in the component and its function, the slide clamp worked as expected. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a cut on the tubing leading to a leak. It was further reported that the blue slide clamp when they go to remove it from pump cuts the IV tubing causing fluid to leak into the pump. The event occurred after an unspecified chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.